Event description:
The facility representative contacted baxter to report a folfusor that had a breach in the sterile fluid pathway. The product had a leak through the distal end luer lock. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This medwatch was initially submitted on date (B)(6) 2010 and did not pass, this medwatch will be resubmitted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. A batch review has been performed. All release criteria were met for the production of this lot.